Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. No additional information was provided. Reportedly the customer is pre-filling cartridges with cold insulin. Tandem clinical support informed customer that pre-filling cartridges with cold insulin is off label per the user guide. Customer¿s blood glucose (bg) level was in the 200's mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.